Event description:
It was reported that noise was observed and was detected as vf inappropriately. Lead was replaced at device change-out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.